Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was pulling a leg assembly through the ligament using a clamp, he encountered some resistance. The dilator began to shred and subsequently detached, outside of the patient. The physician completed the procedure using another uphold vaginal support system with no complications to the patient, who was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(6).